Event description:
The device was returned in response to field action. When the device was evaluated by the physio-control, it was found that one of the internal batteries on the analog pcb assembly was depleted. The depleted battery would result in a failure of the device to function if needed for defibrillation.

Manufacturer narrative:
The returned device was evaluated by physio-control. The root cause of the reported problem was determined to be due to a failure of the internal battery on the analog pcb assembly. One of the three battery cell pairs, designator bt2, was completely depleted. The customer received a replacement device.